Manufacturer narrative:
Eval result: latch handle.

Event description:
It was reported by svc report that the left siderail will not latch into position. No pt involvement or adverse consequences are reported.